Manufacturer narrative:
X-rays reviewed by the MFR, no anomalies or cause for the event identified.

Event description:
Reporter indicated that a pt would have the vns generator and lead replaced due to painful stimulation at the electrode site. Follow up with the physician revealed that there had been no trauma and that the vns settings had been decreased to a tolerable level. It was reported that although the pain is believed to be related to vns stimulation, the generator has not been set to 0ma to determine if the pain stops without stimulation. X-rays were reviewed by MFR and no anomalies or causes for the event were identified.